Event description:
The "white" hub on two different trifuse eh 3 to 1 administration sets were found to be cracked while they were both attached to syringe pump administration sets. In one instance the substance being infused via the "white" port was blood, in the second instance, the substance being infused was intraupids.other devices used: ivac brand syringe extension set for 700 series pumpsinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was multiple patient involvement. Number of patients involved: 2.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. Invalid data - on device destroyed/disposed of status.